Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk), the device would not discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was adverse effect to the pt.